Event description:
User facility medwatch report [medwatch #5164136] received that states: describe event or problem: tavr (transcatheter aortic valve replacement) where perclose malfunctioned. This is the second case we have had with the newer perclose system. Both times the footplate got stuck in the deployed position and we could not remove it without breaking the device and manually retracting the footplate. No patient harm in either case but this is the second episode. Ref report: mw5164135. User facility medwatch report [medwatch #5164135] received that states: describe event or problem: tavr (transcatheter aortic valve replacement) where perclose malfunctioned. This is the second case we have had with the newer perclose system. Both times the footplate got stuck in the deployed position and we could not remove it without breaking the device and manually retracting the footplate. No patient harm in either case but this is the second episode. Ref report: mw5164136. Although two medwatch reports were received, both reports are for the same patient. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a difficult to open or close the foot include, but not limited to tissue or suture caught in the foot which likely led to the reported device entrapment. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d9 - device available for evaluation: updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure of an unknown vessel using the pre-close technique via an 8fr sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, the foot did not release and the prostyle device was unable to be removed from the vessel. The device was deconstructed and then the device was successfully removed from the anatomy. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14fr and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.